Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 05 mg/dl (ss) and 140 mg/dl (hcp) respectively (96% difference). No symptoms were reported. The meter is not cleaned according to MFR's recommendations. There was no allegation of harm.